Event description:
It was reported that the right ventricular lead was inadvertently placed in the patient's aorta. The lead was explanted and replaced approximately six months later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).